Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. The user made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence completed on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level was 40 mg/dl. Reportedly, the reason for the low bg level was unknown. The customer addressed low bg level with a glucagon pen.